Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted, the beam was aligned, and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the collimator closed half way down and was beeping as if it was making x-ray exposure. The customer's description is indicative of a system lock up, which the fse confirmed occurred. There was no pt injury or death reported.